Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements, no injury occurred.

Manufacturer narrative:
Power supply (pin on the plug broken) defective. Battery (voltage breaks down under load) defective. Cover storage box (broken) defective. The supplied lip clip cable is assigned to a gold endomotor and does not work with a raypex 5. Function test and test measurements without errors.